Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97745, serial/lot #: (B)(6) , ubd: , UDI#:(B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt rep says that screen on controller is blank which started happening "probably 2 months" and called rep 3 days ago and they called them back today and met with rep at hcp office. During the call the pt rep took bp out and plugged in ac power cord and the screen doesn't not come on. They tried a different outlet and no light illuminates on the ac power plug. The issue was not resolved through troubleshooting.